Event description:
Medtronic received information that this bioprosthetic pulmonary valved conduit, implanted 18 months, was explanted due to severe subvalvular and moderate supravalvular stenosis determined to be due to extensive tissue overgrowth (pannus) along the contegra, especially at the suture lines.

Manufacturer narrative:
Evaluation: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: the conduit was not returned for analysis. Conclusion: review of the device history record revealed that the product met specification when released for distribution. The surgeon reported that at explant, there was extensive host tissue overgrowth (pannus). These findings are generally considered a patient related condition. Without return of the conduit, no definitive conclusions can be made regarding performance.